Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion. The patient was instructed to use a washcloth, replaced the batteries, removed any possible interferences within six feet and moved the monitor to a different room. It was confirmed that one green light appeared but continued to go back to the yellow light; troubleshooting steps were taken to no avail. The patient was referred to the device clinic for follow up to rule out any potential implanted device concerns. The transmission history of the implantable pulse generator (ipg) revealed that the patient has not sent a successful transmission since the time of the call. The remote monitor and ipg remain in use. No patient complications have been reported as a result of this event.